Manufacturer narrative:
B1. Correction - adverse event should have been selected in place of product problem on initial MDR. B5. Describe event or problem - correction - battery replacement surgery and generator disposal was not included on the initial MDR. D6b. Explant date - correction - explant date was not included on initial MDR. F10. Health effect - impact code - code f1905 was not included in initial MDR h6. Type of investigation - correction - code b18 should have been included in initial MDR.

Event description:
Patient had a generator replacement occur. Per hospital policy, the explanted generator was discarded. No additional relevant information has been received.

Event description:
Per the physician, the increase in seizures was due to low vns battery. The seizures frequency was reported to be above pre-vns baseline. No other factors contributed to the increased seizures. No additional relevant information has been received.

Event description:
It was noted the patient was experiencing an increase in seizures. No additional relevant information has been received.